Manufacturer narrative:
The customer declined to have their glidescope bflex 5.0 bronchoscope returned to verathon for evaluation. Since the lot number was not provided, verathon was unable to check the device history record (DHR) or the non-conforming material (ncm) record for similar complaints related to the lot number. Should additional, relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 bronchoscope, the image would turn red and lose focus. During the procedure they also reported not getting any suction from the bronchoscope. They believe there was a "crack" where the handle and the scope meet. A delay in the procedure of an unknown duration occurred as an unspecified scope was obtained. No harm to the patient or user was reported.